Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2013. Post operative radiographs confirmed the patient retained a fractured instrument fragment. A revision procedure was performed on (B)(6) 2013 to remove the instrument fragment and the tibial bearing was removed and replaced. A delay of 30 minutes occurred during the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; PMA/510(k) number; manufacture date ¿ unknown.